Manufacturer narrative:
Concomitant medical products: 200h16 tissue valve, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and high undefined impedance. Lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.